Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer's blood glucose level did not exceed 500 mg/dl, indicating it remained within a safe range. Tandem technical support arranged for a replacement pump to be sent to the customer, who will continue using the current pump until the replacement arrives. The customer was advised on the steps necessary to return the problematic pump.